Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cardio thoracic procedure, device has power leakage. Two patients sustained 2nd degree burn one on the return electrode site which was placed at the back and the other on the hand and fingers. Wound dressings was applied to treat the burn. Procedure were completed as planned. The patient burn was only discovered at the end on both procedures.